Event description:
Per dealer, compressor is loud and weak. Per independent repair center statement, unit is alarming or red light. The unit alarms when turning on and shuts down. The key failure is the compressor is loud/weak. Another malfunction is te power switch on the control panel is defective.